Event description:
It was reported to technical services on (B)(6)2012 that this rep was having issues with paceart reading the data on this usb drive. Technical services commented that we need to make sure that paceart has the proper software but rep had not even unencrypted the data. Walked rep through the unencrypted process, was still not able to upload to paceart. Rep should contact paceart to see if they have the proper software to do this or not. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).